Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11. During a getinge field service engineer (fse) on-site inspection found the machine was normal and all factory-specified safety and performance tests were performed and passed. After communicating with the customer, it was determined that the cause of the failure might be due to the wrong zeroing. The device was delivered to the customer and it can be used in clinical practice.

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) pressure value in use is lower than the invasive blood pressure monitor value. After the pressure dock was re-zeroed, the customer's response was still low. After replacing with a spare machine, the value was normal. No harm was caused.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.